Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
In the study, "a review of safety and hazards associated with the artificial pancreas", there were comparisons made between the artificial pancreas and the minimed 670g system. The study described certain fragilities of the 670g insulin pump. The insulin infusion set have the following root causes found: kinking, occlusion, leak, air in the line, and bubble formation. The insulin pump have the following root causes found: insulin delivery stopped, rewind malfunctions, battery compartment problems, broken belt clip, no cartridge detection, continuous alarm, keypad problems, display problems, and software malfunction. The insulin site have the following root causes found: loss of stability, inflammation, lipohypertrophy, bleeding or bruising, pain or soreness, adhesion issues, and irritation or itchiness. No adverse patient outcomes were noted on patients using medtronic's 670g insulin pump, and no products were returned for analysis.